Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. Conductivity test was performed using a new battery to confirm continuous operation for 13 days. Crack confirmed on the upper and lower cases. Flex board, washer and o-ring were replaced as precautionary measure. Upper and lower cases (both cracked), each flex, key panel, battery contact and serial label were replaced. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the patient had bradycardia due to the epg not providing output. When this was noted by hospital staff it was observed that the device had unexpectedly turned "off". After the device was again turned "on" and rebooted the epg was replaced. The clinical engineering department tried to reproduce the event but was unsuccessful. The epg was returned to the manufacturer for servicing. No further patient complications have been reported as a result of this event.